Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.no complaint received with return of device. Failure event observed during analysis.analysis found that the lead was returned in two pieces. Insulation abrasions were noted at multiple locations which exposed the outer coil. The abrasions were consistent with constant friction to another implantable device.

Event description:
This report is to advise of an event observed during analysis.